Manufacturer narrative:
Qc was within the customer's established ranges prior to the event. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse cleaned dry buffer from the mixers and wash wheel. The fse also lubricated the ejector plate assembly due to the wash wheel errors. All verification testing met specifications. Although hardware issues were addressed, no clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) reporting that a false normal ferritin result was generated by the unicel dxi 800 access immunoassay system for one patient. The result was reported out of the lab and it was questioned by the nursing staff. Repeat testing and a subsequent sample resulted above the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.